Event description:
It was reported that the defibrillation therapy was not able to convert the patients arrythmia. The arrythmia was self-terminated following the defibrillation therapy. The doctor contacted us because the defibrillator delivered therapies but they were not efficient on the patient¿s arrythmia. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.